Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the nail broke in blade hole. There was prolongation reported at hospital stay and medical/surgical intervention needed to avoid permanent body impairment, life threatening or death. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the device was broken as complained. Based on the topography of the fracture surfaces, it can be concluded that the nail was subjected to moderate dynamic bending loads (two sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects was found. When examining the proximal fracture surfaces of the nail and the fracture surface of the single fragment (part c) using scanning electronmicroscopy (sem), the initial fracture areas and the fracture behavior was identified. The primary crack initiation started at the lateral side of the nail and ran into the material. A secondary crack initiation was observed at the medial side of the nail, visible on the fracture surfaces. The single fragment also showed evidence of a secondary crack imitation, starting at the bore of the nail (inner side of the nail). After breaking, the three fragments rubbed against each other causing further destruction (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a large amount of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (loading and unloading during walking). The presence of these striations is a clear indication of a fatigue process. Furthermore, the fracture surfaces showed sizeable areas of dimples. Areas with dimples correspond to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer was jan 22, 2015 not jan 22, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.